Event description:
Epic international's smartez pump for fluorouracil (5-fu) chemotherapy infusion was leaking just prior to patient administration. This was our 2nd event in about 1-2 weeks. Product with same lot number has been quarantined. Pmi item # (B)(4), volume 100 ml flow 2 ml/h time 50h, lot #: c21k002, expiration: 2024-08-28, manufactured: 2021-09-28, ref: (B)(4). FDA safety report ID # (B)(4).